Event description:
Implant card was received indicating the patient received a lead revision due to high impedance. It was stated that the lead explanted was discarded, therefore not available for return. Device history records for the lead was reviewed. The lead passed final and quality functional specifications prior to being released. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device was found to have high impedance. It was indicated the patient would be sent for x-rays to be performed. No surgical intervention has been reported to date. No additional relevant information has been received to date.